Manufacturer narrative:
The customer¿s report of an unknown tubing failure was confirmed as a separation. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received loose in the package. No crush marks were observed on the upper or lower fitment. The separated silicone was manually reassembled and fully reseated by hand for testing. Functional and pressure testing was performed; fluid flowed freely without any leaks or issues observed. Dimensional testing was performed on the pumping segment components (upper fitment, o-ring. Silicone upper fitment). The sample measurements were within specification. The root cause of the failure was not identified.

Event description:
The customer reported an unknown tubing failure. Upon receipt it was noted that the sample was contaminated with blood; therefore, it was presumed to have patient involvement. There was no report of patient harm.